Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. Final analysis found the complete lead was returned in one piece. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event was due to the over torqued inner coil in the connector region.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the stylet cannot be inserted into the right ventricular lead. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.